Event description:
One blood leak occurred at the initiation of dialysis. The leak was at the 8th reuses. The total blood loss was 250-300cc each case, since the blood was not returned to the patient. The patient is well.